Event description:
The customer and nurse called to report that there was moisture coming from the reservoir. Unable to determine what the liquid was, but the nurse was not comfortable troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.